Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Which was confirmed, with the healthcare provider (hcp). Reported, the cause of the impedance issue was undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the patient's initial programmer, an impedance measurement was ran using automatic increase. After it was completed, electrode 10a and 9b were outside of normal range. An impedance test was run again using 1ma, not using automatic and all of the impedances were within normal ranges. There are no known patient/external/environmental factors contributing to this event. The issue was resolved at the time of this report. No symptoms were reported.